Manufacturer narrative:
The received device had the cannula assembly deployed; it was confirmed that the pink slide moved forward and the formed needle was fully retracted. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 1538 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No damage or kinks were observed in the exposed portion of the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle or leakage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached to 300 mg/dl, while wearing the pod between 4 and 24 hours. It was noted that the pink slide did not move forward, but the cannula was visible and damaged; indicating a needle mechanism failure. As treatment for the hyperglycemia, a new pod was applied.